Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code displayed) has been confirmed.  Upon investigation the monitor failed incoming testing and displayed service code 204 (belt/monitor unusable) and service code 105 (pulse test relay stuck).  The cause for the failure was isolated to the defibrillator pca and computer/analog board.  High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.